Event description:
Customer reported part of the rubber stopper on the vial proke off into the medication solution. They used a filter needle to drawup the rest of the solution to avoid the broken piece. The issue happened with multiple medication.

Manufacturer narrative:
This report was initially submitted on 01/30/2025. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. Scar 20241001 was initiated at the manufacturing site to track the investigation and application of corrective actions associated with the event. Corrective actions include optimization of sandblasting process and equipment, increase inspection sampling frequency, and update engineering drawings to clarify sandblasting requirements. Corrective actions were verified by inspection of 3 batchs produced after improvement implementation. Our evaluation of the risk, which follows guidance from iso 14971, indicates that the overall risk for the reported failure is low. This evaluation is based on our track and trend analysis and risk management files which are evaluated and updated constantly based on post market surveillance. Due to unavailability of batch number, the investigation couldn't able to conclude. As part of our continued commitment to our customers, sol millennium will continue to monitor the complaints trend for the reported failure mode and take any corrective action based on our procedures, if a significant pattern emerges.